Event description:
It was reported that a home patient experienced a connection issue between a y-set and transfer set. It was stated that the y-set had disconnected from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.